Manufacturer narrative:
The cause of the bleeding was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
D6b explant date provided.

Event description:
An impella 5.5 device was inserted surgically into the right subclavian artery in a 75-year-old male patient presenting in cardiomyopathy, scai stage d shock and was on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had a bloody bowel movement. The patient was not on heparin at the time, sodium bicarbonate was in the purge solution. The hemoglobin was stable. The post-procedure outcome is unknown. Sodium bicarbonate is used to reduce bleeding risks compared to heparin-based purge solutions. A critically ill patient in stage d shock on multiple inotropes and vasopressors is at a high risk for developing a gastrointestinal bleed (gi bleed) due to significant vasoconstriction of the mesenteric arteries. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.